Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with broken belt clip rails, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was died. The customer¿s blood glucose level was 13 mmol/l. The customer was reported that the belt clip was cracked. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.